Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, resulting in intermittent communication and signal loss to the ilet; troubleshooting included restarting the ilet, toggling sensor settings, reentering the pairing code, and ultimately replacing the sensor, after which the warmup began, indicating a device communication issue associated with the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure involving the device¿s antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.